Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/05/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled back at the center of the cold jaw with no detachment observed. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled at the tip, with no detachment observed. Based on the photographic inspection as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. Specific actions for the failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000269857 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID : (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the middle of the endoscopic vein harvesting procedure, the grey coating around the top of the vasoview hemopro vh-3500 peeled off. Jaws were closed. No resistance with insertion. No components fell into the patient. No pieces were missing on visual inspection. The only delay was opening a second kit to complete the case without further incident. No patient injury was reported.